Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 810.11. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central sterile department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:11 was confirmed during product evaluation. The condition was caused by the air in line printed circuit board being out of calibration. The air in line board was recalibrated to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that the device has not previously been serviced for the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.